Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50mmx32mm synergy ii drug-eluting stent was selected for use. However, the stent came off the balloon when it was taken out from the package. No patient complications were reported as the device did not enter the patient's body and the patient was doing well.